Manufacturer narrative:
The device is not available for evaluation; however pictures were provided. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 15 cm (6") appx 0.22 ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, clamp, rotating luer where it was reported, while a patient was receiving an intravenous (IV) antibiotic infusion, the nurse suddenly saw blood and liquid leaking on the floor. The nurse noticed that the luer lock disconnected. The device was changed out/replaced with no further problems encountered. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
A series of photos and one video were shared by the customer, where basically the male luer is observed to be disconnected resulting a leaking from the item #011-mc330254, the lot and item information also are shown in the photos. The complaint of luer lock has been disconnected can be confirmed, based on the evidences shared by the customer. The probable cause is due to insufficient solvent applied during manual manufacturing process assembly. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.